Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this procedure was to treat a lesion with mild tortuosity and mild calcification with 90-95% stenosis in the mid right coronary artery (rca). Pre-dilatation was performed with 2.5 x 15 mm unspecified balloon, and a 3.0 x 15 mm xience xpedition was intended to be implanted; however, was unable to cross the lesion due to resistance with the anatomy. There was no force applied during the unsuccessful attempts to cross the lesion. During removal of the xience xpedition there was resistance felt due to the vessel calcification. A new 3.0 x 15 mm xience xpedition was advanced and implanted and the procedure was successfully completed. The patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was available.